Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: no defect was found. -black box shows no evidence of unexpected voltage fluctuation, ¿cs128¿ alarm occurring due a discharged replace battery use is observed on (B)(6) 2016. Returned battery cap is undamaged and is able to fit.-¿ez-prime¿ steps were performed correctly, no overheating occurred during the investigation, unable to duplicate ¿temperature¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the pcb or to the cgm module.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.